Manufacturer narrative:
The device has not been returned to omsc but was returned to olympus (B)(4) for evaluation. (B)(4) inspected the device and confirmed the following: the reported phenomenon was not reproduced. No abnormalities were found on the device during the inspection. The reported event may have been caused by a malfunction of the cable unit. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed by the user that during the procedure, the endoscopic image was grainy, and displayed in green and then went black. The user replaced the device to another camera head and successfully completed the procedure. There was no report of patient injury associated with the event.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The reported phenomenon was not reproduced during the inspection of the device by olympus czech group, s.r.o. (Ocg). Therefore, there is a possibility that the endoscopic image may have become rough, green or black due to poor communication with the video system center due to temporary dirt or dust adhering to the electrical contacts of the video connector. Device history record (DHR) review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. If additional information becomes available, this report will be supplemented.